Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs and cgm activity plot from 20-may-2025 confirmed that the ilet was operating as intended. Multiple alerts were appropriately triggered, including "low glucose," "urgent low glucose," and "high glucose." The cgm activity plot shows a significant drop in glucose levels around 9:00 am and again around 10:30 pm, consistent with hypoglycemia. Insulin delivery was appropriately reduced during these periods. A power loss occurred during the day, resulting in a data gap and a "pairing failed" alarm when the device was restarted. During this time, the ilet may have continued dosing insulin while not connected to the user. Based on available data, the ilet functioned as designed, and the cause of the event is indeterminate. Should additional information become available, a supplemental report shall be submitted.

Event description:
On 20-may-2025, the user experienced a severe hypoglycemic event resulting in a seizure and hospitalization. The user, who is blind, was administered gvoke by their spouse and transported to the ICU by ems. During hospitalization, the user was also diagnosed with diabetic ketoacidosis (dka) and treated with a dextrose drip. The user was using a dexcom g7 cgm and the ilet system at the time of the event. According to device logs, the user overtreated the low, after which the ilet powered off. A gap in data was observed until the device was turned back on, at which point it was not connected to the user and continued dosing insulin while likely charging. The user was discharged on (B)(6)2025 and transitioned to multiple daily injections (mdi).